Event description:
Additional information received from a manufacturing representative reported the patient's health care provider felt the impedance issue and sepsis were two separate issues.

Manufacturer narrative:
Concomitant products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3389-28, lot# b0193291k, implanted: (B)(6) 2004, product type: lead. Product ID: neu_ins_stimulator, product type: implantable neurostimulator. (B)(4). (B)(6).

Event description:
The manufacturer&#38112;representative reported that high impedances were measured. The patient presented to the hospital with sepsis, excessive movements (dyskinesia), nausea, and some loss of cognition. Full electrode and therapy impedance testing was performed using the physician programmer. On the patient's right implantable neurostimulator (ins), impedances greater than 17,000 ohms were measured on all combinations involving electrode 2. Electrode 2 was not being used for therapy and the therapy impedance was 865 ohms. On the right ins, impedances greater than 40,000 ohms were measured on all combinations involving electrode 3. Electrode 3 was being used for therapy (2- 3+), so it was possible the patient was not receiving effective stimulation. The therapy impedance was high. No interventions had yet occurred. The impedance issue had not been resolved. The indication for use was parkinson's disease.